Event description:
It was reported that the patient presented for a revision procedure on (B)(6) 2026. During the procedure, it was noted that the physician had difficulties reconnecting the lead to the set screw of the implantable cardioverter defibrillator (ICD). After multiple attempts, the physician was able to successfully tighten the set screw. The ICD remains implanted. The patient was stable throughout the procedure.